Manufacturer narrative:
(B)(4).

Event description:
It was reported that the indication for the procedure was left ventricular lead repositioning. The reason for the reposition is unknown. The lead was explanted and replaced. No further information was available.